Event description:
Information from ae regulatory system: at 7:00 am on (B)(6) 2025, after a nurse injected insulin into a patient, the nurse put outer cover of the needle back on to prepare to separate the insulin needle. However, when separating the insulin needle, the outer cover came off but the needle did not come off with it, resulting in the nurse being stuck by the needle used by the patient, posing an unknown risk of bloodborne infection. Ae report no. (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 320543. If any update will be sent by email. Sample availability: yes. Sample availability details: picture/video only.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation conclusions). Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.